Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to non-conversion of rhythm. A different lead was implanted. No additional adverse patient effects were reported besides surgical intervention. The lead is expected to be returned for analysis.